Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was planned to be implanted in a patient for the endovascular treatment of an iliac aortic aneurysm. It was reported during the index procedure when prepping the device for the patient the device graft cover was observed to be slightly dented. A wire was attempted to be placed through the wire guide but would not pass through the device. The box and graft packaging looked intact. A non mdt replacement derive was used to complete the procedure. Per the physician the cause of the dent was suspected to be from manufacturing damage. No additional clinical sequelae were reported and the patient is fine.